Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer passed away. Per customer's healthcare provider, the customer died of natural causes. However, the exact cause of death was not provided and the customer was using the pump at the time of death.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: continuous glucose monitor (cgm) was not being used with the pump during the days leading up to death. Two days prior to death, the user changed the correction factor and carbohydrate ratio settings. Two additional time segments were added to the personal profiles. Reportedly, the user met with their diabetic educator 2 days prior to death however, it was unable to be confirmed if the settings changes were recommended or inputted correctly. The user updated the correction factor setting from 1unit to 25 mg/dl to 1unit to 6mg/dl. This setting change increased the amount of insulin required to correct elevated bg levels. The carbohydrate ratio setting was updated from 1unit to 2.5 grams to 1unit to 5 grams, 1 unit to 6 grams or 1 unit to 1.3 grams for various time segments. Depending on the time of day, this setting change reduced the amount of insulin for food boluses by half or doubled the amount. Blood glucose (bg) levels then remained above 330 mg/dl on (B)(6) 2018 and 10 boluses were delivered throughout the day. The user entered the same bg value (399 mg/dl) for all boluses delivered between 4am and 4pm on (B)(6) 2018. A bolus of 43.08 units was requested for 58 grams of carbohydrates at 8:00pm on (B)(6) 2018. The user subsequently delivered the max bolus allowed, 25 units. One correction bolus of 11.2 units for a bg of 400 mg/dl was delivered at 12:03 am on (B)(6) 2018. The bolus was the last time the pump was unlocked until it was uploaded (B)(6) 2018. The auto-off safety feature was set to off so basal insulin delivery continued until (B)(6) 2018 when the cartridge fully depleted of insulin. There is no evidence of a device malfunction or failure. It is possible the user input the settings incorrectly, as the settings widely varied during two of the additional time segments that were added. It is possible the user was not checking bg value consistently before delivering boluses.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue.